Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient alleged injury. The patient suffered severe pain, an inability to urinate and infections. In (B)(6) 2009, the patient underwent a second surgery to repair the mesh. This procedure was reported to be unsuccessful. On (B)(6) 2012, the patient was advised that the mesh had fallen into her vagina.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
First mesh revision surgery: (B)(6) 2012: underwent excision of exposed mesh, anterior repair and operative cystoscopy for exposed mesh, recurrent cystocele and voiding dysfunction. Alleged complications such as uti, frequency, nocturia, irritation, vaginal bleeding, secretions, cervicitis. Second mesh revision surgery: (B)(6) 2013: underwent excision and removal of urethral mesh tape for extruded suburethral mesh.